Manufacturer narrative:
Age or dob, weight, ethnicity: unknown, not provided. Date of event is unknown. The best estimate time would be between (B)(6) 2021 and (B)(6) 2021, as the surgeon indicated 5 weeks post-op examination when he explanted the lens. If implanted; give date: the exact date of implant is unknown/not provided. The best estimate is (B)(6) 2021 as the surgeon indicated 5 weeks post-op examination when he explanted the lens. The intraocular lens (iol) is not returning for evaluation as it was discarded by the customer; therefore, failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient received bilateral implants with the symphony intraocular lenses (iols). The right eye was done 5 weeks ago and the left eye 3 weeks ago. Reportedly the patient has as she wanted. She was j3 at 18 inches but she wants closer. The surgeon explanted the lens from the patient's right (od) eye and replaced it with a synergy iol, dfr 18.5 diopter. The procedure went fine and the patient will be seen by him for a follow up visit. The doctor is waiting until then to good distance and intermediate. The patient complains that she does not have as much near vision make any initial determination of how the new lens is working out. The explanted lens was discarded. No further information was provided. This report represents the right (od) eye. The lens in the left eye remains implanted.